Manufacturer narrative:
A review of the complaint history for the type of device, found no incidents of the same or similar nature as the incident described. Results: unapproved use of device. The device was not approved for use as a bandage lens. Misapplication/misuse of device. The intended uses of the device listed in the labeling do not include use as a therapeutic lens. Pt's condition contraindicated use of device. The condition of the pt's eye contraindicated the use of the device. Conclusions: no conclusion can be drawn. No direct causal relationship exists between the device and the incident exists.

Event description:
A pt has filed a voluntary problem report with the facility concerning a negative outcome to epi-lasik surgery that occurred in 2006. A contact lens was used as a bandage lens and the possibility exists that adhesion to the corneal layer and subsequent removal of the lens may have caused damage to the epi-lasik corneal flap and to the pt's corneal surface.